Event description:
It was reported that during a laparoscopic colectomy procedure, air leaked from the valve with a boo sound in about 1 hour when a forceps was removed. Mainly ultrasonic instruments and 5mm forceps were used. Abdominal air pressure was set as 10mmhg. Four devices were used for the procedure. Two of them had this event and the other two had no problem. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that devices were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, it were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.